Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU. The event can be detected by following the instructions for use sections below: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. Inspection of the endoscope ¿8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents¿. Inspection of the objective lens cleaning function inspection of the water feeding function ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - no delay in the start of pre-cleaning - the air/water nozzle was flushed with water and air - no abnormalities in the accessories used for reprocessing - water was aspirated through the instrument channel - the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges - the customer flush the air/water nozzle / channel with the detergent solution olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The air and water flow issues were due to the nozzle being clogged with foreign material. This is from insufficient cleaning (handling problems). Additional findings are as follows: due to a crack on up/down (u/d) knob, water tightness was lost, due to wear of the angle wire, bending angle in the up direction does not meet the standard value, due to wear of angle wire, the play of u/d knob is out of the standard value, the adhesive on bending section cover had a chip, adhesive on bending section cover had white-clouded area, due to clogging of nozzle, water removal ability does not meet the standard value, the light guide lens had a crack, paint on suction cylinder was peeled, adhesives around the light guide lens had a white-clouded area, the plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope exhibited air and water flow issues from the air/water flow system. The event was identified during inspection for use. The intended diagnostic procedure was completed using a similar device. There was no report of patient or user harm associated with the event. Subsequently the device was returned and inspected and olympus staff discovered the nozzle had foreign objects. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.